Event description:
Customer reported that she experienced high blood glucose and was hospitalized. Customer stated that she has had around 4 bent cannulas on the infusion sets. Customer stated that she was not aware that she was not receiving insulin and her blood glucose went up to between 450 mg/dl and 500 mg/dl and since she is pregnant it felt like it was at 600 mg/dl; customer was taken to the intensive care unit. Customer was unable to troubleshoot. Current blood glucose was 125 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.